Event description:
It was alleged that a patient developed non-blanchable areas at the bottom of their legs. It was stated that the patient was seen by wound care but not treated and the family withdrew care and the patient passed away. It was reported that the patient was post cardiac arrest and on the targeted temperature management protocol. The event was not reported to have caused the patient death.

Manufacturer narrative:
It was reported by the user facility that a young male patient had been using the wrap during a targeted temperature management protocol following cardiac arrest and developed non-blanchable areas at the bottom of his legs. Allegedly the patient had required a woc consult, however, he was not treated. It was reported that the patient's family had withdrawn care and the patient ultimately passed away, however, it was not alleged to be attributed to the pressure injuries identified. No further information was provided regarding the treatment, therapy specifications, duration, patient condition, or other potential contributing factors. In response,attempts were made to gather further information regarding this alleged issue, however, the customer did not respond to these attempts. Device not returned.

Event description:
It was alleged that a patient developed non-blanchable areas at the bottom of their legs. It was stated that the patient was seen by wound care but not treated and the family withdrew care and the patient passed away. It was reported that the patient was post cardiac arrest and on the targeted temperature management protocol. The event was not reported to have caused the patient death.